Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering the insulin. The customer¿s blood glucose level was 57 mg/dl at the time of incident and the current blood glucose level was 110 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. Customer was treated with food for low blood glucose event. Customer stated that they experienced symptoms such as sweating and shaking heart beating fast. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose event. Customer was unable to upload to carelink. The insulin pump will be returned for analysis.